Manufacturer narrative:
Device evaluation by manufacturer: the returned device consists of embold packing coil. A 5 french imager was received with the device. Visual examination of the returned imager revealed no damage detected. Visual examination revealed the coil was snared from the imager. The snare, coil, touy, torque device and imager were received all connected. Embold coil is stretched. The microcatheter was removed and not returned. Microscopic examination revealed the coil coupler is detached. Product analysis confirmed the reported event of coil stretch and break.

Event description:
It was reported that the coil broke and required a snare for retrieval. An embold packing 45 was selected for a hypo embolization procedure in the mildly tortuous internal iliac artery. While advancing the coil using intermittent flushing, it became difficult to push from the distal part of the 2.4 french non-boston scientific microcatheter. It was attempted to retract the coil, but the coil stretched to the point of breaking. The coil broke off with a portion in the catheter and a portion in the coil nest. The microcatheter was removed with one fractured portion of the coil inside, and the fractured portion in the coil nest was removed with a snare. No coil was left in the patient. There were no patient complications as a result of this event.

Manufacturer narrative:
Correction: b1 adverse event/product problem selected. Device evaluation by manufacturer: the returned device consists of embold packing coil. A 5 french imager was received with the device. Visual examination of the returned imager revealed no damage detected. Visual examination revealed the coil was snared from the imager. The snare, coil, touy, torque device and imager were received all connected. Embold coil is stretched. The microcatheter was removed and not returned. Microscopic examination revealed the coil coupler is detached. Product analysis confirmed the reported event of coil stretch and break.

Event description:
It was reported that the coil broke and required a snare for retrieval. An embold packing 45 was selected for a hypo embolization procedure in the mildly tortuous internal iliac artery. While advancing the coil using intermittent flushing, it became difficult to push from the distal part of the 2.4 french non-boston scientific microcatheter. It was attempted to retract the coil, but the coil stretched to the point of breaking. The coil broke off with a portion in the catheter and a portion in the coil nest. The microcatheter was removed with one fractured portion of the coil inside, and the fractured portion in the coil nest was removed with a snare. No coil was left in the patient. There were no patient complications as a result of this event.